Event description:
The child has not used the external device for the past year and hearing performance with the device is affected. A ball hit the implanted side on (B)(6) 2023. The user is to be re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The child has not used the external device for the past year and hearing performance with the device was affected. A ball hit the implanted side on (B)(6) 2023. Re-implantation is planned but no date scheduled yet.